Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 450 mg/dl, which was treated with manual injections. It was reported that high blood glucose began on (B)(6) 2016. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer was not able to check if cannula was bent due to customer being at work. Customer declined to check programming. After troubleshooting, customer was advised to change infusion set, reservoir and insulin and to call back if issue persists in order to perform high pressure test.